Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative (rep) indicating the cause of the short circuit was not determined.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacture representative (rep) regarding a patient who was implanted with an implantable neurostimulator (ins) for parkinson's dual and movement disorders. It was reported that there was an elective replacement indicator (eri) on the clinician programmer. No trouble shooting was done prior to the call. There was no allegation or dissatisfaction with ins longevity. No patient symptoms were reported. The patient had been seen in the clinic and the clinic contacted the rep to get information on time before scheduling for a replacement. Patient was getting a rechargeable device due to programming demands. It was reviewed for the rep how impedances can affect longevity. Rep reported that there was historical short on the system that was not being used in programming. Battery voltage was 2.51v. No further patient complications were reported/ anticipated as a result of this event.